Event description:
It was reported that the remote monitor would not go beyond the power light when the start button is pressed. The patient was directed to unplug and replug in the power cord, which resulted in the same issue. The monitor will be returned. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, it failed to power up, no indicator lights came on. Attempts to reset it by unplugging and replugging in the power cord were not successful. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and the incoming visual/functional check confirmed the customer comment that the device would not start an interrogation, but an interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.